Manufacturer narrative:
Device received with broken reservoir tube lip noted. Device passed displacement test. The test reservoir was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir area was cracked on insulin pump and has to tape it to insulin pump now. The customer's blood glucose value was unknown at the time of incident. The insulin pump will not be returned for analysis.